Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty removing the insulin connector during an insulin change, and customer support advised using a push-and-twist technique and needle-nose pliers, after which the connector was removed and insulin delivery was able to resume. Symptoms included an elevated blood glucose reading of 170 mg/dl without acute clinical sequelae. Outcomes included transient interruption of insulin delivery that was resolved by the user with guidance, with no alerts, no alarms, and no medical intervention or hospitalization. Investigation included product-use troubleshooting and user education conducted remotely. Investigation of this case revealed that mechanical resistance at the connector was overcome with proper technique and tool-assisted removal. It was concluded that the event was related to device use and handling, and normal operation was restored after instruction.